Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) due to functional undersensing of the atrium. Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.